Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. No image was present during testing and the unit was displaying an e226 scope communication error. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during the middle of a laparoscopic gastrectomy procedure, his olympus hd 3cmos autoclavable camera head stopped producing an image. According to the initial reporter, the procedure was completed using another unit there at the institution without any patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the following phenomena were reproduced: (1) no picture; (2) e216 error; (3) e226 error. It was determined that communication failure occurred due to cable failure, and the image was not displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomena: ¿do not round the camera cable smaller than the diametral 20cm. Damage may occur. If the camera cable is curled, do not pull it forcibly, but gradually straighten it out. Pulling it can break the camera cable. Do not apply excessive bending, pulling, twisting, or crushing force to the camera cable. Doing so can break the camera cable. Do not rub the camera cable strongly when cleaning the outside surface of the camera cable. Doing so can break the camera cable. The endoscope should be manipulated by holding the camera head instead of the camera cable during use. Doing so can break the camera cable. Do not fix the camera cable with a pair. Doing so can break the camera cable. Do not pull the video connector by the camera cable. Otherwise, excessive force may be applied to the camera cable, resulting in wire breakage.¿ olympus will continue to monitor field performance for this device.